Event description:
Report from affiliate indicates that this facility has had reports of symptoms of 'sour throat, headache, skin allergy, flu, fever, stinging, tearing & redness of the eye', while using cidex opa, from an unspecified number of employees.